Manufacturer narrative:
Summary of evaluation: information provided and examination results are insufficient to determine the cause of this event.

Event description:
Reporter states, pt had a revision of a left total knee arthroplasty, reportedly due to polyethylene wear with some polyethylene synovitis.